Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, the carotid approach was used to access the aortic valve. A pre-balloon aortic valvuloplasty (bav) was not performed as the patient had mild calcium. The existing gradient was > 50 millimeters of mercury (mmhg). Consistent sizing via the pre-case summary indicated a 26 mm valve for this patient. The delivery catheter system (dcs) deployed the valve to 80%, however the valve dislodged into the sinus of valsalva (sov) and failed to anchor in the native annulus. Multiple attempts were made to land the valve within the native annulus without success. Ultimately, a non-medtronic transcatheter valve was implanted. No adverse patient effects were reported.